Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The system was restarted and the issue went away. Review of the logs did not confirm an error. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The system was restarted and the issue went away. Review of the logs did not confirm an error. Legal manufacturer: (B)(4).